Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported events is unable to be determined. However, the cause of the events is likely due to reprocessing not be conducted properly due to leakage at suction channel. The event can be detected/prevented by following the instructions for use (IFU) sections: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual. Chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer later confirmed that the device was reprocessed at the customer site before the device was sent to the repair center. The device was returned and evaluated, and the customer's allegation of no air and water flow was not confirmed. It was not possible to identify when the foreign material had been attached to the lens or channel. In addition to the charged coupled device lens discolored, and residue and foreign material from biopsy channel findings, the additional evaluation findings are as follows: bending section cover adhesive was broken, the image was partially dark due to the dirty charged coupled device lens, waterproof failure due to the broken channel tube, the aspiration quantity was out of standards due to the broken channel tube, the forceps did not move due to the clogged channel tube, and the channel cleaning brush did not move due to the clogged channel tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope did not have air and water flow. The issue was found during preparation for use, and the diagnostic procedure was completed with a similar device without delay. There were no reports of patient harm. During evaluation of the returned device, it was found that the charged coupled device lens was discolored, and there was residue and foreign material from biopsy channel and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.